Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the reported issue. The se replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb) and updated the software to the current revision. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, the bottom half of the screen on an 840 ventilator was erratic. The ventilator was not in use on a patient at the time the event occurred.